Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration stopped working. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the tibial trunk in the leg. A small leak was observed under the pump in the most inferior portion where the tubing line is. The device worked for about 2 seconds in the body. Then aspiration stopped working. The device was exchanged with another of the same device and the procedure was completed. There were no patient complications and the patient's status was stable.